Manufacturer narrative:
Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 22 <noe> malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced therapeutic output failures. 13 events were reported for malfunction causing a loss of mechanical ventilation, 4 events were reported for error preventing mechanical ventilation, 2 events reported for unit alarmed and lost the ability to mechanically ventilate, 1 event of an error that results in a system required restart, 1 event reported for a malfunction preventing selection of desired ventilation mode, and 1 event reported for unit that alarmed during preuse checkout and lost the ability to ventilate in switched common gas outlet mode these reports were received from various sources. Of the 22 events, 12 did not involve patients, and 10 did involve patients. There was no patient information available.